Event description:
Two cnas were attempting to lift a patient and part of the lift sheared off and the resident was dropped. The resident was hurt but we are not sure to what extent.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.